Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. Concomitant products: d314trm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012; 5076-52 implantable pacing lead, implanted: (B)(6) 2012; 6947m62 implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that a pocket erosion and a possible pocket infection occurred. The left ventricular lead was explanted and replaced. No further patient complications have been reported as a result of this event.